Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-14 (B)(4) (rep): information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was in a trial and had a lead pull today. During the lead pull the lead was damaged and one electrode remains in the patient's epidural space. The caller asked about MRI considerations. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. 2025-may-26 e1, e2 (rep): additional information received from a manufacturer representative. When asked what actions were taken (or were planned) to resolve the issue, the representative's response was "pending." A healthcare provider was inquiring regarding MRI conditionality with the stuck electrode. 2025-may-27 rp (rep): the devices were returned, pending analysis.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. When asked what actions were taken (or were planned) to resolve the issue, the representative's response was "pending." A healthcare provider was inquiring regarding MRI conditionality with the stuck electrode.

Manufacturer narrative:
B3: event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was in a trial and had a lead pull today. During the lead pull the lead was damaged and one electrode remains in the patient's epidural space. The caller asked about MRI considerations. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
H3: product ID 9772501, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The external neurostimulator (ens) passed functional testing. Product ID 977d260, s/n: (B)(6) was returned for analysis and found electrode 0 was pulled out at the distal end of the lead; which is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.